Manufacturer narrative:
Gtin: (B)(4). Please refer to MDR-2016-31105 for a related report for the 21mm regent valve. The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted (sn (B)(4)). On (B)(6) 2016, the patient underwent a redo aortic valve replacement secondary to stenosis and patient-prosthesis mismatch. The trifecta valve was explanted and a 21mm regent valve was implanted (sn unknown). On (B)(6) 2016, the patient died secondary to acute respiratory failure, hemorrhagic shock, and multi-visceral failure. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
Please refer to (B)(4) for a related report for the regent valve.

Event description:
On (B)(6) 2016, the patient required emergent redo avr secondary to stenosis and patient-prosthesis mismatch. The emergent surgery was not performed by the study investigator and what was reported to postmarket surveillance was: the trifecta valve was explanted and the aortic annulus was enlarged by nicks technique. As the patient had a fragile aorta, a bovine pericardial patch was placed and extended from the mitral leaflet to the aortic non-coronary sinus and a 21mm regent valve (sn unknown) was implanted in the aortic position. Concomitantly, due to worsening mitral regurgitation, the patient underwent a mitral valvuloplasty using a medtronic future band, and per report this was unsuccessful due to the presence of the aortic reconstruction. The surgeon then elected to implant a 27mm sjm mechanical valve in the mitral annulus. Per report, the total cardiopulmonary bypass (cpb) time was (B)(6) minutes; the total aortic cross-clamp time was (B)(6) minutes. The patient was weaned from cpb using low dose inotropes and transferred to the ICU. After extubation, the patient required reintubation due to worsening respiratory condition with pleural effusion and slow neurological awakening. On (B)(6) 2016, the patient developed acute respiratory distress secondary to a right hemothorax and worsening pleural effusion post-surgery. On (B)(6) 2016, the patient died secondary to acute respiratory failure, hemorrhagic shock, and multi-visceral organ failure. (Clinical study patient ID: (B)(6)).